Manufacturer narrative:
The returned device was evaluated and was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The cause of the pulse width timeouts which triggered the alarm was found to be high sma wire resistance. Initiation of the alarm is response to the timeouts indicates the device performed as intended. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that, when the pod was removed, she noticed redness, irritation, blood, oozing, and that it was painful. She stated that the infection at the insertion site was about the size of a dime. The customer also had a high fever and blood glucose of 288mg/dl. The patient was taken to the hospital for evaluation and diagnosed with an abscess/site infection. He was given clindamycin. The pod was worn for a little over 24 hours.